Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the patient's right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition. The rv lead was explanted and replaced on 05 dec 2024. The patient was in stable condition.